Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a drawer failed to open. A technical support specialist made the customer re-do the issue process, the customer was able to complete the task and access the item without any issues. No failures were noted, and nothing was done to resolve the issue. It was possible that the drawer might have been ajar on the first attempt, but the issue could not be replicated. The system functioned as intended after the technical support specialist assisted the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, unable to open the drawer. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.